Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a left m2 distal cerebrovascular accident on (B)(6) 2026. The patient was found by their spouse and was unable to speak and had right-sided weakness. The following day, the patient was found to have some dysarthria and was able to move all extremities but had lack of sensation in their right arm and leg. International normalized ratio (inr) upon arrival was 1.1 and their last inr 5 days prior to admission was 2.0. The patient stated they did not miss any does. Log files were submitted for review and captured no unusual events recorded in the event log file history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient had an embolic stroke. It was noted that the patient's international normalized ratio was sporadic for an unknown reason. No treatment was provided to the clot due to it being "too distal to treat". Blood pressure was maintained higher and inr goal was slightly increased. The patient was discharged home with speech therapy.